Event description:
A home patient (hp) contacted global technical services (gts) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The drain volume was 37ml and the last fill volume was 2500ml. Gts assisted the hp with troubleshooting. The hp identified that there was a lot of air in the patient line. Gts instructed the hp to start over with new supplies and assisted the hp with end therapy early procedure. On (B)(6) 2010 product surveillance spoke with the hp's nurse. The nurse stated she was not aware of any issue regarding this event. There was no adverse event reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a cre dilatation balloon was used in an esophageal dilation. (Patient age, weight, gender and identifier are unknown.) According to the complaint, during the procedure the balloon burst during it's secondary inflation. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "fine." Investigation results revealed that the balloon did not burst, but was able to inflate with no issues.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm (ldva). The ldva was not confirmed due to a lack of sample. The lot number of the cassette is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the most likely cause of the low drain volume alarm is the air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).